Manufacturer narrative:
G4: 22jun2020. B4: 08jul2020. After multiple attempts, there's no information obtained on the patient . The unit was under contract for bench repair and the touchscreen was replaced to resolved the reported issue. The unit passed verification testing and was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:18mar2021. B4:24mar2021. The device was in use on a patient at the time that the issue was discovered; however, there was no patient harm. There was no reported disruption to therapy or medical intervention required. The device was taken out of service after therapy was successfully completed. The replaced touchscreen was returned to the manufacturer for failure investigation (fi) analysis. It was determined that the ul_lr and ur_ll resistances were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15may2020.

Event description:
The customer reported touch screen unresponsive in areas. The customer explained it was not the whole entire touch screen unresponsive rather the on-screen enter button that seems to have weakened as the techs often have to press that button several times to get it to accept the enter command. The unit was in clinical use, however, there was no patient harm.